Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string broke upon removal and the tampon remained inside her body. The consumer sought medical assistance for aid in removal. The consumer stated that she was okay and no follow ups with her healthcare provider were necessary.